Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported) and the patient was reimplanted with another device (date not reported). The device is not available for analysis. (B)(4).

Manufacturer narrative:
This report is filed december 14, 2015.

Manufacturer narrative:
Per the clinic, explantation occurred on (B)(6) 2012. This report is filed january 18, 2016.

Event description:
Per the clinic, the patient sustained a blow to the head and subsequently experienced a loss of function resulting in device non-use. It is unknown whether there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2011. The implanted device remains.